Manufacturer narrative:
Continuation of d10: product ID 9735665, (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a traj guide kit, 9733065, biopsy, ext h3). No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that, one of the screws in the trajectory kit base had broken off into the patients skull. The broken piece was able to removed. There was a reported delay of less than one hour and no reported impact to patient outcome.